Manufacturer narrative:
.

Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 2014 and system diagnostic results revealed high impedance +/- 62;=10000 ohms. Review of the available diagnostics history showed normal impedance results through (B)(6) 2014. No patient adverse events were reported. No known surgical interventions have occurred to date.

Event description:
Further information was received stating that the high impedance was found during a routinely follow-up and the device was disabled upon finding high impedance. It was reported that the patient has autistic spectrum disorder, moves much and has a high pain threshold, making it possible that he sustained an impact to his chest and he did not complain of it. The lead was replaced on (B)(6) 2014 no defect or disconnection was found on the lead by the or staff.